Event description:
Pt was admitted to the surgical center for a tonsillectomy. The procedure got started and was uneventful. Towards the end of the case, it came to the attention of the md that "markings" were present on pt's upper lip and tongue. This was documented that this is where the insulation on the pencil cautery, nested on the pt's lip and tongue and the markings matched the diameter of the shaft. Use of the cautery was discontinued and an alternate instrument was utilized. The esu was immediately removed from service and until cleaned by a biomed tech, it can not go back into service. Other equipment also removed from service.